Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spinal fusion procedure on (B)(6) 2020, while inserting the screws, it was noted that two (2) verse poly driver shaft had worn and needed replacement. The screws were inserted with worn instruments, the surgery was delayed for three (3) minutes due to the reported event. The procedure was successfully completed. There was no patient consequences. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). Verse poly driver handle (part # 299704152, lot # unknown, quantity 2). This report is for one (1) verse poly driver, shaft. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4, d9 h3, h4, h6: a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that the lot number nn123736 was released in two batches on march 09, 2016 and march 31, 2016. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. This device was released accomplishing all quality requirements. H3, h6: a product investigation was completed: upon visual inspection, no damage was noticed and the image provided was also reviewed, and the complaint condition could not be confirmed as no visual damages can be seen on the verse poly driver shaft in the provided image. No root cause is determined. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a photo investigation was completed: the complaint device was not received for investigation. The following investigation is based on the image provided. The image was reviewed, and the complaint condition could not be confirmed as no visual damages can be seen on the verse poly driver handle in the provided image. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.